Manufacturer narrative:
The reported event of device dislodgement could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that two atrial leadless pacemakers (lp) both dislodged to the superior vena cava junction after release during the initial implant on (B)(6) 2026. Both lps were retrieved and the doctor decided to abandon the atrial portion of the dual chamber implant. Patient was stable before, during, and after the procedure. Physician then successfully implant an atrial lp on (B)(6) 2026. Patient was stable before, during, and after the procedure.